Event description:
This lead was implanted on (B)(6) 1993 and explanted on (B)(6) 20 for an unknown reason. The procedure took place at methodist west houston hospital with dr. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)